Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed that the unit consisted of the catheter/adapter and extension line assemblies with a q-syte connected at one port and not connection to the second port. The pinch clamp was fully engaged and there were traces of dried media at the area of the secondary septum and canister. The wedge, primary septum, and canister with secondary septum were in the correct placement and without damage. No damage was observed to the end of the secondary septum. A water/air leak test was performed and leakage was not observed at any area of the unit. The unit was dissected for examination of the primary septum. There was coring to the septum (cannula cored septum), a hole created by the cannula coring, and the slit presence on the face of the primary septum was observed with the pin bar. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6147819. Conclusion: an absolute root cause for this incident cannot be confirmed. Additionally, our quality engineer notes that although actual leakage did not occur during the investigation, the cannula coring to the primary septum observed in the unit creates a potential for leakage. However, during the investigation, nothing about the process was identified as a root cause. Recent design changes have been implemented that change the cannula assembly process. It is expected that these changes will reduce the occurrence of this defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from a connection port of a 20 g x 1.25 in. Bd nexiva closed IV catheter system. There was exposure to the user's mucosal membranes. It is unknown if medical intervention was provided.